Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the lens haptic was in the incorrect position inside the introducer. Additional information was received. The haptic of first lens was in the incorrect position inside the introducer, so the lens could not advance, therefore, a second lens had to be opened. However, after advancing the second lens, the lens came out of the introducer twisted, so the surgeon was unable to insert the second lens as well. The surgery was completed using one more lens. Thus three lenses in total were opened for one patient. There was no patient harm.

Manufacturer narrative:
The used device with the lens was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was retracted to mid-nozzle. The lens was slightly rotated up and was located at mid-nozzle. The rotated lens was most likely interpreted as the reported complaint. The leading haptic was extended along the right side of the device. The distal haptic tip was oriented toward the nozzle tip. The trailing haptic was positioned incorrectly, extended backward along the left side of the device with the distal haptic tip oriented toward the loading area. The edge of the trailing haptic distal tip was torn. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint of "lens came out of the introducer twisted". The lens was still within the delivery system upon return. The lens was rotated up at mid-nozzle. This may have been interpreted as the reported complaint of "twisted". The trailing haptic was in an unacceptable extended position. The plunger was retracted. The plunger position in relation to the haptic during advancement cannot be determined. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).